Manufacturer narrative:
Product ID 37751, product type recharger.

Event description:
It was reported that the lead component of the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). It was noted that they did have pain relief from the ins for approximately one year and then lost effect. In (B)(6) 2007, a revision was performed where a new lead was placed. It was reported that the patient's therapy was 'slightly' better. The patient currently had back pain and knee problems. There was no history of falls or trauma that may have caused the lack of effect. The patient's physician wanted to explant the device, wait, then implant a newer system but the patient's family wanted to get a second opinion. Follow up information reported that the patient was seen by a physician on (B)(6) 2012. No malfunctions were observed with the ins system, all impedances were within normal limits, and that the patient was receiving stimulation. The patient felt that her leads might have 'moved' as she had gained a lot of weight since implantation of the ins system. The patient and family were going to discuss further options with the physicians. If additional information is received, a follow up report will be sent.